Manufacturer narrative:
The arjo representative visited the facility to pick up the bed, in the service center it was observed that the radius arm detached from the bed frame. There was no indication regarding patient involvement. No injury was reported. The bed was a rental product. The customer call to pick up the bed as the device was no longer need at the facility. In the service record there is no allegation that the customer reported any problem with the device. The arjo service technician indicated that the damage probably happened during bed transport from the facility to the service center. The investigation was carried out to determine the cause of the claimed malfunction. The simulations carried out by the manufacturer showed that two potential situations can lead to this malfunction. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. In regards to information collected, it was not possible to confirm one of the above-mentioned scenarios, however in light of investigation results the cause related to the bed being damaged during the transport. To sum up, the device failed to meet manufacturer¿s specification since radius arm detached from the bed frame, but there was no indication that the citadel bed was used with the patient when the malfunction occurred. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment which might lead to the bed collapse.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
During inspection of the citadel bed returned from the facility to the arjo service center, it was noticed by the arjo technician that radius arm detached from the citadel bed frame. There was no indication regarding patient involvement. No injury or other medical consequences reported.